Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l69144, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported the patient had occasional difficulty with the pump. Due to the patient's poor posture, the pump was riding up over the bottom of his rib cage. This had been going on for probably the last year or so. The pump was "somewhat flip" but the patient's health care provider (hcp) replied that it was sutured in the pocket. It was noted the patient was scheduled for a pump replacement in six weeks due to normal battery depletion. The elective replacement indicator showed 5 months. The pump was being used to deliver baclofen and morphine.